Event description:
A malfunction alarm was reported by the caller, indicating an issue with the pump. There was no reported impact to the customer's blood glucose level, as the caller declined to answer if the level exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue arose again.